Event description:
It was reported, the subject device showed no image. There was no patient impact, no harm reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected data: h8 the device was returned to olympus for evaluation and the reported issue was confirmed. Images were not displayed on the screen during use due to a defect in the cable. No new appearance/functional abnormality was found. The cause of the cable defect could not be identified based on the information obtained from the complaint and the investigation results. A device history review of the current product was conducted, and no problems were found. All records indicate that the product was shipped in conformity within the specification. Per instruction for use, it states: handling and general precautions caution "do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break." Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
E1 - postal code: (B)(6). The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported, the subject device showed no image. There was no patient impact, no harm reported due to the event.